Event description:
Nxstage cartridge lot # 01278003 for cvvh machine began pouring out fluid from bottom of cartridge while in the machine and connected to the patient. Filter had primed appropriately with no issues. This caused a delay in care as the machine was then wet and would not prime and run appropriately, so had to wait for a new machine.